Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results from the cobas 8000 core unit (cobas e801 analyzer). On (B)(6) 2026: patient 1: the roche result was 12.8 iu/l (positive). The result using another platform was 8.20 miu/ml (negative). The hbv genotyping (sanger sequencing) result was below the detection limit (<1000 iu/ml). On (B)(6) 2026: patient 2: the roche result was 56.5 iu/l (positive). The result using another platform was 5.24 miu/ml (negative). The hbv genotyping (sanger sequencing) result was below the detection limit (<1000 iu/ml). Patient 3: the roche result was 17.4 iu/l (positive). The result using another platform was 7.44 miu/ml (negative). The hbv genotyping (sanger sequencing) result was genotype c. Patient 4: the roche result was 69.5 iu/l (positive). The result using another platform was 5.01 miu/ml (negative). The hbv genotyping (sanger sequencing) result was below the detection limit (<1000 iu/ml). The questionable results were not reported outside of the laboratory.